Manufacturer narrative:
A steris service technician inspected the table and while the reported event could not be duplicated, the technician found the hand control to be operating intermittently. The technician recommended to the user facility's nurse manager that the table be removed from service due to its age. The table was removed from service; the user facility requested a trial of a steris 4085 surgical table. The operator manual states (pp. 5-1), "the 3080 surgical table is equipped with auxiliary override systems that can be actuated at any time and that will allow table operation in the event of primary control malfunction." User facility staff were unable to utilize the auxiliary override switches as they were damaged. The damage to the override switches did not occur during the reported event. The surgical table is over 31 years old and is not under steris service contract.

Event description:
The user facility reported that during the start of a patient procedure the surgical table moved into reverse trendelenburg and the table's leg section lowered without being commanded to do so. The patient was transferred to a different surgical table and the procedure was completed successfully. No report of injury. A delay in the procedure occurred due to the transfer of the patient.